Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) from the united states alleging they were having issues with their onetouch verio test strips they used and that the strips could not power on their ot verio iq meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that they were having issues with their onetouch verio test strips they used and that the strips could not power on their ot verio iq meter. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(B)(4): the test strips involved with this complaint were tested and power issue was confirmed with the subject test strip. The test strip did not power the meter on. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.